Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: was the tissue cut in the first two strokes of the firing? No. Did it appear that the tissue was pushed distally when firing the device? The surgeon did not observe the knife indicator during the firing. What staples were malformed- distal or proximal? Proximal. What color reloads were used with the tlc? Blue. What is the current patient status? The patient is in stable condition.

Event description:
It was reported that during a laparoscopic colectomy procedure, the device could not fire on the third stroke of the first firing with an ecr60b. The surgeon opened the jaws and found that the device did not cut the tissue and the staples malformed with irregular shapes. Another ecr60b was loaded and the device still could not fire on the third stroke of the second firing. The tissue was not cut and the staples malformed with irregular shapes and legs straight. The surgeon converted the surgery to open and used tlc to complete the procedure. The patient is in stable condition.

Manufacturer narrative:
(B)(4) date sent: 6/30/16 additional information requested and received: was the device able to be opened and removed from the patient? Yes. What was the reason for the convert to open? It was unknown. But the surgeon was not a quite experienced laparoscopic surgeon. It may help explain. The analysis results found that one long60 device was returned with no visual non-conformances and with an ecr60b reload present. The cartridge reload was received partially fired 1/3 consistent with an incomplete or interrupted cycle. The returned cartridge reload was tested for functionality by resetting and reloading it into a test device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. After further analysis it was noted that the device clamping mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and the closing trigger top was noted to be broken, not allowing the device to properly open when the release button was depressed. However the device could be opened by applying reverse force to the trigger. Although no conclusion could be reach on what caused the post to break, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa.